Event description:
This case occured outside the USA, in spain. On (B)(6) 2023, the spanish distributor notified us of an adverse event. According to the information received, a patient was injected on (B)(6) 2023 with 1 ml of rha 4 in the nasolabial folds. The same day, the patient reported pain during the injection and later during the day went to the hospital due to an oedema of the right side of the face. She received intra-muscular corticosteroids (dose unknown) and a partial improvement was seen. During the week, the patient persisted with pain and erythema of the right malar area. Six days after the injection, on (B)(6) 2023, the patient presented with a very subtle livedo reticularis on the right side of the face. Therefore, the patient received as treatment injection of hyaluronidase 2500ui. 4 days later, on (B)(6) 2023, the patient presented a bruise/hematoma on the lower right eyelid that moved to the upper eyelid with a small vesicle on the right temporal bone. Additionally, a medical assistance was provided. The local medical expert diagnosed a vascular compromise, and believed that the patient had an atypical arterial distribution, with many anastomoses, so that the body was able to compensate with these arteries for the lack of irrigation of the facial artery. On (B)(6) 2023, the spanish affiliate informed us that the adverse reaction resolved without further complication (exact date unknown). The complaint was considered closed.

Manufacturer narrative:
Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.